Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned on february 19,2025 for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4)

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturing site for investigation. In the event the device returns and relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2024, the physician was trying to get the product through the cervix and the scope broke. The hysteroscope sheath and hopkins telescope 30°, 2.9 mm, 30 cm were attached (both instruments were being used during the procedure). It was not reported if there was any harm to the patient. No additional information was provided after multiple attempts. Cross reference MDR: 9610617-2025-00025.

Manufacturer narrative:
Correction made in section d2b. The correct code is hih. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per investigation by the manufacturing site: the optical shaft is severely bent, resulting in one or more rod lenses being broken and imaging no longer possible. The damage was caused by excessive mechanical bending stress, which led to total failure of imaging and destruction of the optics. The damage cannot be attributed to a manufacturing/production defect. Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
Cross reference MDR: (B)(4).

Event description:
Additional information: it was reported during the hytersocopy procedure was prolonged for 30 minutes on (B)(6) 2024, the surgeon was not able to complete the procedure, the patient was referred to gyn.

Manufacturer narrative:
Additional information recevied reflected on adverse event, in section b1, b5 and in section h1. This event is filed under internal complaint ID (B)(4).